Event description:
It was reported that the implantable cardioverter defibrillator (ico) system exhibited noise on both the right atrial (ra) and right ventricular (rv) lead. The noise appeared when the patient was moving their body. Additionally, it was noted the device was oversensing the noise and not delivering the atrial pacing. However, there was no asystole and the patient did have their own intrinsic. The patient did not exhibited any symptoms. The physician re-programmed the device. At this time, the device and non- boston scientific ra and rv leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).